Event description:
It was reported that customer experienced cgm error and needed assistance restarting sensor session. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received step-by-step guidance to perform pump reset, did not experience repeat cgm error after reset, and successfully started new sensor session; no additional actions were noted.